Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information provided to date after phone calls to customer (B)(6) 2020. (B)(4).

Event description:
The hospital reported a system shutdown resulting in the loss of mechanical ventilation during a case. The unit was rebooted and case resumed. There was no report of patient injury.